Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00425. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have a drg system implanted as a result of ineffective stimulation. Patient now has effective therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00425. It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention may be pending to address this issue.